Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified due to a different issue that was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump indicated a data log corruption and the time and date setting was reset. Customer reported blood glucose (bg) level was 180 (mg/dl). Troubleshooting determined a pump shutdown likely occurred. Reportedly the customer had manual injections as alternate insulin therapy.